Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip on the proximal firing on the cystic duct is the most important, and in this case, the first clip from the device slipped off. The surgeon is noticing this consistently with the first clip. The remainder of clips formed with no issues. There were no patient consequences. The case was completed with the same device. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.